Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, defect on the optic edge was noted. There was a patient contact. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. It is unknown if adequate viscoelastic was used. The instructions for use (IFU) instructs: fully insert the ophthalmic viscoelastic device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the fill to line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company model pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device causing damage. The manufacturer internal reference number is: (B)(4).